Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in overdischarge and had been for over a year due to non-compliance. The patient performed three 60 min countdowns to attempt to jumpstart the ins battery but after extensive trying and being very uncomfortable they were not able to charge it. An ins replacement surgery was being planned to resolve the issue. No further complications were reported.